Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient who had undergone a total knee arthroplasty fell and experienced instability in the knee afterward. Subsequently the patient was revised approximately eight years post implantation; during the revision it was noted that the post of the articular surface was fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Technical evaluation of the returned articular surface shows that the post has fractured off. All pieces were returned. There is discoloration on the anterior surface. Additionally, the gouges and scratches covering the component is preventing dimensional analysis. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The patient was reported to have fallen prior to experiencing instability. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The root cause is attributed to patient condition/accident. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.